Event description:
The description of complaint was reported as: during inspection, the sterilized packaging has a small hole. No pt injury reported.

Manufacturer narrative:
Sample requested, but not received at the time of this report. The results of the investigation are not available at the time of this report.